Event description:
A patient service representative (psr) contacted zoll customer support while assisting a (B)(6) male patient. The patient admitted that he had smashed the electrode belt wiring in his car door, but when the psr replaced the electrode belt, the monitor provided a false indication that the electrodes were not touching the patient's skin. The patient was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (false indication that electrodes were not touching skin) was confirmed. Upon investigation u612, an inverting charge pump, lacked the -5vbn output voltage. The cause of the false indication that the electrodes were not touching the patient's skin is the inability to read the ECG waveform. The cause of the inability to read the ECG waveform is a lack of output voltage from u612. The root cause for the lack of output at u612 cannot be positively identified but a short likely occurred when the patient smashed the electrode belt wiring in his car door. No adverse event resulted from the defective u612. The patient received a replacement monitor.